Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log review; the customer problem was duplicated. The pump was used and not in its original packaging and was decontaminated. The pump was found to have a damaged battery compartment, worn downstream occlusion (dso) seal, and scratched lcd lens. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The most probable cause was the batteries were inserted after the alternating current (ac) power, and battery compartment door was loose due to damage. The manufacturer representative replaced the battery compartment, dso seal, lcd lens, keypad, overlay, and rear and side labels. After the repair the pump passed all functional tests and performed as intended.

Event description:
It was reported that the pump had an error code 44510. Per the reporter, the event occurred during testing, and there was no delay in therapy. There was no physical damage and no customer damage reported. Per the reporter, there was no patient involvement, and no harm/adverse event was reported.